Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the device found the clutch spring misplaced under the latch spring. Although the data was appropriate, due to the clutch spring being attached to the ratchet gear rather than the tube nut, the plunger was unable to move and deliver insulin through the needle mechanism. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the leg. A new pod was applied to treat the hyperglycemia.